Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly and the pump powered off. The customer's blood glucose level was 465 mg/dl and it was addressed with a manual injection. Review of t:connect pump data did not confirm the customer's allegation. Recommendation was made for the customer to charge the pump daily.